Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic wedge procedure, the device was loaded and closed but would not open. Upon inspection of the adapter after the case, the reload appeared to have been forced off of the adapter and the adapter head was broken. There was a problem loading and unloading the device. The device was not used on patient. A different handle was used to resolve the issue. The current patient status is alive with no injury. No reinforcement material was used.